Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the printed circuit board failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was provided by customer. The issue was found during asset return inspection. There was no issue reported by the customer.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a circuit board failure. Additionally, the top cover was scratched, giving the device a poor appearance. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center did not display an image. There were no reports of patient harm associated with this event.